Manufacturer narrative:
(B)(4). One used lf5544 ligasure was received for evaluation. Visual inspection found the clear insulation was intact and not damaged. The blue jaw insulation was slightly melted but no pieces appeared to be missing and no bare metal was noted. The reported condition of a piece of the blue jaws disengaging and insulation damage was not confirmed. Activating the monopolar function for an extended period of time when tissue is within the jaws or if the side or back of the jaws is in contact with tissue can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The IFU states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a portion of the blue jaw broke and fell into the patient's cavity but was removed. Furthermore, the clear insulation became damaged during use. 5-6mm burns were noticed on the patient's bowel. The shaft of the device was lying on the patient's bowel when this occurred and monopolar was being activated. The surgeon was not aware of the insulation damage at the time. The burns were treated with sutures laparoscopically. The patient has been discharged.